Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records were reviewed and found that the patient was revised due to pain and altr. The head and cup were removed. Some reactive tissue was noted due to metal wear of implants. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157846, m2a-magnum pf cup 46odx40id, 100790. 103200, taperloc por fmrl 5.0x130, 515810. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02900.

Event description:
It was reported patient underwent right hip revision approximately eleven years post implantation due to pain and altr. During the procedure, the stem was noted to be free of corrosion. Head, cup, and liner components were removed and replaced. Competitor cup and liner were used. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: a4, b4, b5, b7, g4, h2. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.